Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheter was sent from the operating room that was supposed to be sterile but had a bug that was trapped inside.

Manufacturer narrative:
The reported event was confirmed as supplier related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product had caused the reported failure. Visual evaluation of the returned sample noted one unopened (with original packaging), urethral catheter. Visual inspection of the sample noted a dead bug imprinted inside the white vinyl of the sealed packaging. A potential root cause for this failure could be defective/ contaminated components from the supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. Correction: h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the intermittent catheter which was supposed to be sterile had a bug that was trapped inside.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product had caused the reported failure. Visual evaluation of the returned sample noted one unopened (with original packaging), urethral catheter. Visual inspection of the sample noted a dead bug inside the sealed packaging. A potential root cause for this failure could be defective/ contaminated components from the supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the intermittent catheter which was supposed to be sterile had a bug that was trapped inside.